Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 159 mg/dl. The customer stated that there is corrosion and battery acid on battery compartment. The customer stated that he doesn't know how/why the battery exploded. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.